Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed driveline power fault alarms; however, a specific cause for the driveline power fault alarms could not be conclusively determined. The submitted system controller event log file contained data from 01sep2021 through 09sep2021. The log file captured driveline power fault alarms starting on 08sep2021 until the end of the file. No interruption in pump function was observed. The pump appeared to operate as intended at the set speed. Of note, the evaluation of the returned modular cable revealed kinks on the power b wire, which could have contributed to the reported event; however, the driveline power fault alarm could not be reproduced, and root cause of the reported event could not be conclusively determined. The account later communicated that the driveline faults resolved after the controller and modular cable exchange. The patient did not have any further alarms and all the patient¿s equipment functioned without issue. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-016754 until 23oct2021, when the patient expired (related manufacturer report number 2916596-2021-06754). The relevant sections of the device history records for mlp-016754 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 13aug2019. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 7 entitled ¿alarms and troubleshooting¿ provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." Section 7 also outlines all system controller alarms as well as how to respond to each alarm condition. The heartmate 3 lvas patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ contains a subsection entitled ¿what not to do: driveline and cables¿ which contains information regarding how to care for the driveline. Section 5 also outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 entitled ¿handling emergencies¿ lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had both a driveline fault alarm and a backup battery fault alarm. The log file displayed driveline power faults as mentioned on (B)(6) 2021 through (B)(6) 2021. The log file displayed the backup battery faults as mentioned beginning on (B)(6) 2021. There was no interruption in pump support during these events. The controller and modular cable were exchanged.